Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer stated that the emergency happened within the past three months and she apparently had forgotten to eat more food after she had bolus. Customer declined being transferred to 24 hour to document.